Manufacturer narrative:
Correction to the initial MDR in blocks b3 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7073265/7073000 UDI: (B)(4).

Event description:
It was reported that patient was noting 0% relief and patient also reports his battery is no longer holding a charge. Tylenol # 4 was not helping his pain anymore. C arm imaging confirmed spinal cord stimulation (scs) leads have migrated. The patient underwent revision procedure. Patient is doing well post op. No devices will be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(6); batch: 7073265/7073000; UDI: (B)(4); UDI: (B)(4).

Event description:
It was reported that the patient was experiencing no relief. It was also noted that the implantable pulse generator (ipg) would no longer hold a charge. Imaging confirmed spinal cord stimulation (scs) leads had migrated. The patient underwent spinal cord stimulation (scs) replacement procedure and was doing well postoperatively. The explanted device components wlll not be returned.